Event description:
Procedure type: lobectomy. According to the rptr: the cartridge was used for the pulmonary artery transection, and the surgery was finished without additional time. After surgery, while the pt was still in the operating room, bleeding occurred and re-operation was performed. The surgeon re-opened the closed incision and confirmed the bleeding has stopped. The amount of bleeding was about 1000cc. Blood for infusion was prepared, but it is unk whether it was actually used. Although the precise site of the bleeding was not identified, the surgeon suspected bleeding occurred from pulmonary artery because of caked blood around the pulmonary artery and the amount of bleeding. Tachocomb was applied on the pulmonary artery and surrounding tissue, and the re-operation was completed. According to the surgeon, it seemed like staple line on pulmonary artery had no problem. There was tissue damage or additional tissue loss.

Manufacturer narrative:
(B)(4).